Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual and optical examination of complaint return instruments did not identify material issue, with respect to deformation, crack, fracture, or disassembly. No material witness marks noted on two of the four mas head engagement tab areas. No issues with opening or closing the instrument with a sample mas. Functional evaluation with a sample mas at maximum angulation was unable to manually induce release of the implant. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.

Event description:
It was reported that the patient underwent an oblique lumbar interbody fusion at l2-5 to treat degenerative lumbar scoliosis. It was reported that the extender at l3-4 could not be removed. After a delay the surgeon was able to temporarily distract to the extenders and remove from the patient. No patient complications were reported.